Manufacturer narrative:
A system service check of the stellant CT injector serial number (B)(4), was completed on (B)(4) 2015 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site; however, the site was able to provide the lot number. Bayer medical care quality assurance product analysis examined retained disposables performed to specification with no problems observed. Additional applications training was completed on (B)(4) 2015. The site continues to use the stellant CT injector after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan of the thorax. The air was seen upon review of the images after the exam was completed. The patient did not have any abnormal signs or symptoms of the air injection post procedure; however, as a precaution, the patient was admitted to the hospital for observation and was discharged the following day.